Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in the lung during a bronchoscopy procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon of the catheter started to lose pressure and contrast was visibly leaking in to the endoscopic view. The device was then removed from the patient and attempts were made to suction as much contrast out of the lung. A small hole was noted on the balloon once removed from the patient. The procedure was completed with another cre pulmonary balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: the returned cre pulmonary dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the middle section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 30mm from the tip. With all the available information, boston scientific concludes the pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure; excess pressure, interaction with other devices, or anatomical affairs. It is possible that factors encountered during the procedure such as interaction with any surface during the procedure could create friction on the balloon and cause a pinhole therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in the lung during a bronchoscopy procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon of the catheter started to lose pressure and contrast was visibly leaking in to the endoscopic view. The device was then removed from the patient and attempts were made to suction as much contrast out of the lung. A small hole was noted on the balloon once removed from the patient. The procedure was completed with another cre pulmonary balloon. There were no patient complications reported as a result of this event.